Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to call back if the issue happened again.